Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1400 mg/dl; reportedly the pump time was incorrect, cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged, (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.